Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, device diagnostic issue was observed when an anomaly of battery longevity calculation was inaccurately performed. The longevity calculated during the session was much lower than anticipated. Upon review of the session records, device had cleared the diagnostics and the calculated current was drained. It was expected that the longevity estimate was inaccurate and it was recommended to have the patient perform another follow up remotely or in clinic to verify. No further information available.